Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00009.

Event description:
It was reported that the torque limiting mechanism on a handle malfunctioned during surgery and caused the mating driver to break. The procedure was able to be completed using these two instruments without reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
UDI number: (B)(4). The driver was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.